Manufacturer narrative:
(B)(4).

Event description:
This patient reported diaphragmatic stimulation. The lv lead output was changed from 0.4ms to 1ms. Patient will be monitored.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.